Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5132097.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.